Manufacturer narrative:
Subsequently, the device was explanted and returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. Rather, eri was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD) due to the battery reaching end of life (eol). Review of device information revealed elective replacement indicator (eri) had been declared approximately one month prior. Both eri and eol had been declared due to charge times. No adverse patient effects were reported.